Event description:
The stent (subject device) was returned for analysis and it was discovered that the subject stent was partially deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent device was returned inside a microcatheter. The stent was partially deployed from the tip of the microcatheter. Several attempts were made to advance the stent but it remained stuck in the flattened/crushed distal microcatheter shaft. The sdw (stent delivery wire) was inadvertently kinked at the proximal end during the attempts to advance the stent. The microcatheter was cut to remove the stent but the stent remained stuck in the distal end of the microcatheter shaft. It was not possible to remove the sdw from the microcatheter. The stent introducer sheath was not returned for analysis. A functional inspection was unable to perform. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to advance or pullback through catheter' was confirmed during functional analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the operator tried to use a stryker microcatheter to deploy the subject stent to support the flow diverter to attach. However, after delivered the stent to the lesion it could not be advanced any more so the operator withdrew it together with microcatheter and used new microcatheter and stent to finish the procedure'. The stent was being used as medical intervention to support the flow diverter stent. The stent was returned for analysis partially deployed through the distal tip of the microcatheter. Despite repeated efforts, it was not possible to fully deploy the stent. The stent was still loaded on the stent delivery wire (sdw) which was present inside the lumen of the microcatheter. Again, it was not possible to remove the sdw from the microcatheter. The stent was noted to be deformed. The introducer sheath was not returned for analysis. The event description indicates there was resistance while advancing the stent and sdw inside the distal part of the microcatheter. It is most likely that, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter resulting in the damage noted. The as reported code as well as the as analyzed codes will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.